Event description:
Reporter indicated a pt underwent vns explant surgery for infection. The pt will be reimplanted in about six months. All attempts to the reporter regarding the infection event have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.